Event description:
The endo-pouch malfunctioned when used and did not "grab" the appendix. It was discarded and another endo-pouch used without problems. Later, discovered that the endo-pouch had broken, and a 10-15 cm piece of metal remained in the abdomen requiring a second surgery to retrieve. The patient became septic and is now on a ventilator and vasopressors.